Event description:
It was reported that this pacemaker was found to be in safety mode. In safety mode the pacemaker is not programmable and the device should be replaced. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be in safety mode. In safety mode the pacemaker is not programmable and the device should be replaced. Additional information was requested but not provided. Due diligence has been completed. Subsequently, additional information provided this pacemaker was explanted. Another pacemaker was implanted to complete the procedure. This pacemaker has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.